Event description:
It was reported revised baseplate for cement loosening.

Manufacturer narrative:
No eval could be performed as the reported product was not made available to stryker nor were medical records provided. The reported device was mfg and accepted into final stock with no reported discrepancies. The complaint history database shows that there have been no reported events for the subject lot code. The root cause could not be determined as the product was not made available to stryker nor were medical records provided.